Event description:
Additional information received reporting that the patient experienced an increase in seizures (4 complex focal seizures per week). There were no falls reported for the patient. The patient had an electromyogram performed and the results were normal. There were no visible electrode fractures observed on the chest x-rays but the lead appeared to be taut due to the lack of a strain relief loop. The patient also reported that the generator was shifting position. The generator migration is captured in MFR. Report# 1644487-2026-10487. The patient then underwent surgery to have the full vns system removed. The explanted lead has not been received by product analysis to date.

Event description:
It was reported that the patient was seen in clinic with high impedance. Ap chest x-rays were received and reviewed. The generator was not placed according to labeling, with the generator sitting anterior to rib 6. Based on the images provided, the feedthrough wires appear to be intact. The lead pin is fully inserted as the notch on the lead pin is seen equally between the first and second connector blocks. There is also not an excess amount of lead pin protruding from the first connector block. The entire portion of the lead was visualized, and no strain relief loop or bend were present. Tie downs are not visible and therefore not according to labeling. A portion of the lead was visualized to be behind the generator. The visible portions of the lead were assessed for fracture and discontinuities; however, none were noted. Based on the x-rays received, even though the device was not placed according to labelling, the cause of the malfunctions could not be determined; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.